Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse isolated the vacuum circuit, and believed the problem was in the drive manifold, specifically k7. To fix the issue, the fse replaced the drive manifold, and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full initial reporter name is (B)(6).

Event description:
It was reported that during use on a patient, for a period of twenty four (24) hours the cs300 intra-aortic balloon pump (iabp) had repeatedly alarmed ¿low vacuum¿. The iabp was switched for another iabp console, and the original iabp had been labeled and taken to the biomedical engineer. No patient harm, serious injury or adverse event was reported.